Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes: updated device evaluated by MFR: one coaccess electrode was received with residue present on the device indicating use/ handling. An examination of the electrode found the array to be fully retracted. No visible damage was found to cannula or handle. A functional evaluation extended and retracted the tines without resistance. The tines were evenly spaced and undamaged. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that difficulty extending the needle occurred. A 4.0/15/15 leveen coaccess electrode was selected for use during a radiofrequency (rf) ablation treatment procedure in the kidney; however it was noted that the needle was "popping back up" and would not stay fully open, receding out of the tumor. The procedure was completed with a 3.5 leveen coaccess electrode. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that difficulty extending the needle occurred. A 4.0/15/15 leveen¿ coaccess¿ electrode was selected for use during a radiofrequency (rf) ablation treatment procedure in the kidney; however it was noted that the needle was "popping back up" and would not stay fully open, receding out of the tumor. The procedure was completed with a 3.5 leveen¿ coaccess¿ electrode. No patient complications were reported and the patient's status is fine.